Event description:
On (B)(6) /2012, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons required multiple button presses to elicit a response and occasionally cancelled boluses. The patient stated that the symbols on the up arrow, down arrow and ok buttons were worn off and the keypad rubber was worn down. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry tissue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the keypad was found to be intact. Evaluation revealed the up arrow and contrast keypad buttons were intermittently responsive. The down arrow and ok keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.